Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the device was explanted. The patient stated she just doesn't think it was working. The patient thinks pain at the battery site is worse than pain she had before the stimulator and she had not been using the stimulator. The patient does not know when the pain started. The device was discarded. No further complications were reported/anticipated.